Event description:
It was reported that at ICD change-out, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.